Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: pain and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5086049 that a female patient who underwent breast implant surgery procedure with mentor medical devices ( unk_saline implants date of implant (B)(6) 2012) reported unexplained systemic symptoms, which included but not limited to insomnia, anxiety, chronic fatigue, cold I blue feet, vision disturbances, arthritis, low libido, depression. The patient also reported pain in joints, hips,and back. As a result, the devices were explanted on (B)(6) 2019. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for one of the two effected sides.

Manufacturer narrative:
On (B)(6) 2020, patient code "toxins in children" was added per event description and to be consistent with clinician's assessment based on information below: "the patient also alleged that the breast implants has impacted of child or fetus health: ¿ I had my second child with implants in and he was chronically sick with severe reflux with milk out his nose and had to be on very expensive meds, so he wouldn't choke on reflux milk. Then after multiple tubes and 8 months of constant ear infections, went to ear specialist at (8)(6). He went under exploratory surgery and had psoriasis of the inner ear canal. Auto immune issue¿. This report is for one of the two effected sides. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/4/2019, mentor became aware that code 2098 was inadvertently omitted from the initial report. Manufacturer¿s reference number: (B)(4).